Event description:
Patient contacted dexcom to report a rash.

Manufacturer narrative:
Patient reported that the rash has been an ongoing problem. She called in about it around (B)(6) 2012. She did talk to her medical doctor about it around (B)(6) 2012 and the md prescribed a cream. She has been using the cream ever since on the sites. Rash is in the shape of the patch. She uses the cream as needed. She does not have the exact name of the cream on hand. Sites do leave a permanent mark after healing. The skin is dark. Some sensors are worse than others. The patient is currently fine. No additional information at this time.